Event description:
Pt with MRI-conditional pacemaker was having a MRI brain exam. The specific protocol recommended by medtronic was initiated. The medtronic rep evaluated the pacer device and programmed the device to MRI-conditional scanning parameters. The pt was monitored throughout the exam with the cardiology fellow present. Toward end of exam, pt reported a sharp electric shock extending up her right neck and face. Pt was immediately removed from the MRI scanner and evaluated by cardiology fellow. Medtronic rep evaluated device and found it fully functional. Pt remained hemodynamically stable.